Manufacturer narrative:
Results: the pet lock was separated. The proximal end of the pull wire was retracted approximately 2.0 cm proximal to the pusher assembly. The pusher assembly was kinked at approximately 99.0 cm from the proximal end. The pull wire was within its initial position inside the distal detachment tip(ddt). The embolization coil was intact with the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned smart coil revealed that the pet lock was separated but the pull wire was still within its initial position inside the pusher assembly ddt. If the proximal end of the pusher assembly is not properly inserted into the handle prior to the handle being actuated, the pull wire may not retract completely. If this occurs, the pull wire may remain within the ddt and the embolization coil will not detach from the pusher assembly. During functional testing, the embolization coil was able to be detached from its pusher assembly with a demonstration handle without issue. The handle used in the procedure was not returned for evaluation. Further investigation revealed a kink on the pusher assembly and offset coil winds on the embolization coil. These damages were likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02236.

Event description:
The patient was undergoing a coil embolization procedure in the posterior inferior cerebellar artery (pica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil into the target vessel using a non-penumbra microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was then completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.